Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was getting hot was confirmed. An assessment was performed and it was observed that the device had a temperature reading of 104 degrees at the elbow and the base which exceeds the operational specifications (103 degrees). During repair it was observed that there was debris inside the device causing it to exceed the operational temperature specification. The device showed signs of debris that is indicative of improper cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported during pre-surgery testing it was observed that the angle attachment device was getting hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.